Event description:
Reporter indicated that a hp handheld computer would not load the programming system software. Soft and hard resets were performed which did not resolve the problem. The flashcard and the handheld were returned to the manufacturer. An analysis was performed on the handheld and flashcard and no anomalies that support the reported complaint were identified. As a result, no likely cause for the reported condition could be determined. No anomalies with the device's performance were noted during testing.